Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as available for evaluation and argon has made three requests for its return. However, as of the date of the report, the sample has not been returned. Without such evidence, the complaint cannot be confirmed and a root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
The pusher wire could not be fed thru either side of the filter cartridge. A new option ivc filter was opened and successfully deployed.